Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown p5 system 12 26mm 15 degree liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.

Event description:
Patient has left hip pain and acetabular osteolysis.

Manufacturer narrative:
Conclusion: the event could not be confirmed. Clinician review of the x-ray indicated there is a slight wear on the liner. Additional records such operative reports are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient has left hip pain and acetabular osteolysis.